Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. Timeouts and drive stalls were observed. First prime was short, lasting only 41 pulses. After 51 total pulses, the needle mechanism remained undeployed, and the pod was subsequently deactivated. The pod was reran, and timeouts were replicated. No damages or deficiencies were observed that would contribute to the high pulse width w/ drive stall. The cause of the high pulse width w/ drive stall and subsequent needle mechanism failure could not be determined.

Manufacturer narrative:
We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the needle mechanism did not deploy. The pod was not worn and no adverse patient impact was reported.